Event description:
Customer reported an (B)(6) female patient sustained a 1x1.5 inch 2nd degree burn under the pad following electrophysiological mapping and ablation of the atrial flutter. The burn was treated with silvadene and wound care was consulted. Reportedly, the patient was in a supine position for a 1 hour 30 minute procedure with the pad on the left flank. Reportedly 3/4's of the plate was adhered to the patient at the time of removal. The generator was a biosense webster stockert generator set on 70w and a temperature of 60 degree celsius. The generator was evaluated by the biomed and cleared all tests. The active electrode was a navistar ds 8 mm f ablation and was activated for 13 minutes 54 seconds.

Manufacturer narrative:
Lot number was not provided. Without the lot number 3m cannot determine the date of manufacture or expiration date. Title and position of reporter was not given. Actual used device was not returned. Manufacture date unknown. Reportedly the 3m universal electrosurgical pad was not in full contact with the patient. Based on the information provided it is difficult to determine root cause of the burn. The burn may have occurred if the pad was not adhered properly.